Manufacturer narrative:
Continuation of medical products: 5524m45 lead: implant date: (B)(6)1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to have artifact at times. The lead remains in use. No patient complications have been reported as a result of this event.